Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the patient programmer was prompting them to synchronize the patient programmer with the implantable neurostimulator (ins). Patient services (pss) walked the patient on how to synchronize the patient programmer with the ins, the patient was s uccessfully able to do so. The patient stated that therapy was turned on , battery was ok and the settings were on group b 3.50. The patient stated the healthcare provider (hcp) did not give the patient the option to adjust settings. Pss provided education on how to use the patient programmer , and what button will turn off/on therapy. The patient states she feels like the stimulation runs through her shoulder and down her arm when she turned "it" on. The patient stated she noticed the therapy was turned off probably the day before yesterday when the called the hcp office who redirected to pss. The patient stated that they have an appointment with their hcp the first week of june.